Event description:
It was reported that an internal cable is broken making it unable to angle. Internal cable broken as unable to angle. Patient was not effected as instrument is designed with additional cables which prevent pieces from dispatching.

Manufacturer narrative:
(B)(4) supplemental emdr. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. If a sample becomes available or any additional information is reported an additional supplemental emdr will be submitted. H3 other text : no device was available for evaluation.

Event description:
It was reported that an internal cable is broken making it unable to angle. Internal cable broken as unable to angle. Patient was not effected as instrument is designed with additional cables which prevent pieces from dispatching.

Manufacturer narrative:
Upon receipt the returned sample received a visual examination and a functional check. The following markings were found on the device: snowden pencer, USA, c20, 89-6112, and ce0123. Upon visual examination and functional check, the complaint failure mode was confirmed. The tension cable which, is a single cable that is secured twice at the proximal end of the device, and ran through the device internally up to the distal end of the device, where it is looped back through the device, had separated into two pieces, the shorter of which, backed out of the device through where it is secured on the proximal end, and was not returned with the remainder of the sample. A lot of metal-on-metal galling, which is considered a sign of wear and tear, was observed on the device. This was an abnormally high amount for a device that saw no more than six months of service prior to the observed failure mode occurring and the device being removed from service. The term ¿fracture plane¿ will be used to describe how and where the cable broke. The triangular shaped retractor¿s distal end consists of three flex-segment regions which make up the corners of the triangle. The fracture plane occurred at the distal most end of the proximal most segment region. As the device is articulated, the tension cable is pulled through the device in the proximal direction by the tension screw, closing the gaps between segment pieces as the cable travels proximally. As the distal end of the cable is essentially fixed by the feature through which it is looped through, the result is that the highest amount of relative cable travel or the travel of cable through a reference segment pieces, occurs at the proximal most segment pieces. The fracture plane itself, a collective of individual strands of cable at the point of break, is all in the same relative location, but at slightly varying lengths throughout, as opposed to many strands breaking at precisely the same location. This suggests that the individual strands broke at different points in articulation and therefore different times, as a result of the friction and abrasion from the cable moving within the individual segment pieces and around the corners they form. This frayed appearance most likely indicates that the cable failed as a result of wear, the cable abrasively rubbing against the internal surfaces of the segment pieces, failing over time until too few cable strands were intact and the cable failed critically. The cable was found to be 1mm in diameter as expected. The device was not returned with its sterilization sleeve. The sterilization sleeve provides protection for the cable and memory wire of the flexible end of the device during cleaning and sterilization by encasing it in a rigid sleeve. This rigidity prevents hyperextension of this device which can otherwise cause the internal edges of the flex segments to dig into the memory wire and tension cable. No evidence was found that this type of hyperextension occurred, however, please be advised to always use this protective sleeve during cleaning, sterilization, and storage, to protect the device. A complaint history check was performed, and no other issues were found for this device model and date code to indicate a potential manufacturing defect common to this device's production lot. A device history record review was also performed with no non-conformances related to the failure mode being identified. Therefore, based on the physical evidence of damage to the cable in the appearance of frayed strands, the appearance of abundant metal on metal galling on the otter surface of the shaft, the absence of a trend to indicate that other users have experienced the cable failing on other 89-6112 devices with a c20 date code, and the absence of a non-conformance in the device history record which could have contributed to this failure mode, the most probable root cause of the observed failure mode is wear. This wear may or may not have been accelerated by not using the sterilization sleeve to protect the flex-segments from unwanted deflection or from overtightening the device. Please be advised that per the instructions for use (IFU) for this device the user should, ¿when sterilizing or storing device, always use protective sterilizing sleeve provided. Failure to use the sleeve may result in premature device failure. This device should never be folded or bent to fit into a small sterilization tray.¿ the IFU also states that, ¿over-tightening device actuating knob will result in premature device failure. Tighten actuating knob until intended shape is achieved, additional tightening will not improve device performance.¿ h3 : device was returned and evaluation was performed.

Manufacturer narrative:
(B)(4). Initial emdr. Once any additional information becomes available a supplemental emdr will be submitted. Date of event was unknown so bd awareness date was used.

Event description:
It was reported that an internal cable is broken making it unable to angle. Internal cable broken as unable to angle. Patient was not effected as instrument is designed with additional cables which prevent pieces from dispatching.